Event description:
It was reported that the patient experienced a low glucose event; the patient¿s mother called, the patient ingested chocolate, did not have access to a blood glucose meter to confirm a reading, and ended the call while declining further assistance. Investigation included complaint record review and troubleshooting with user education. Investigation of this case revealed no device malfunction could be confirmed based on available information. Symptoms included hypoglycemia. Outcomes included transient impact to glucose control without hospitalization or medical intervention. It was concluded that, based on previously established findings for similar reports, the cause of the hypoglycemia was unclear, and device involvement could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.